Event description:
It was reported that the patient exhibited bradycardia postoperatively when the right ventricular (rv) lead dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.